Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when using a 6f exoseal vascular closure device (vcd) for closure of a puncture site, the indicator window did not change color, and the plug was not released. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient and no signs of infectious disease. The device was stored and prepared according to the instructions for use (IFU). The physician had achieved certification in the use of the exoseal vcd. The femoral artery¿s suitability was verified via angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back stopped. The user continued to retract, but the indicator window did not change color. The user released tension to turn the blocker and then continued to retract, but there was still no change in the color of the indicator window. The device was then withdrawn from the body, and manual compression was performed. One non-sterile vascular closure device 6f - us was received for analysis. Visual inspection showed that the unit was already inserted into a non-cordis sheath, the deployment lever on the device was not pressed, and the plug was present in the delivery shaft, which had dried blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling guard was locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. However, functional analysis could not be performed due to the device being clogged with blood residues. Attempts to clean the device using hydrogen peroxide in an ultrasonic bath were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. Additionally, the indicator window was manually moved and successfully transitioned through the three stages. Microscopic analysis was not needed since the internal mechanism was reviewed during the functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal¿ vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal¿ vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when using a 6f exoseal vascular closure device (vcd) for closure of a puncture point, the indicator window did not change color, and the plug was not released. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient and no signs of infectious disease. The device was stored and prepped per the instructions for use (IFU). The physician had achieved certification on the use of exoseal vcd. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The exoseal vcd and vascular sheath introducer were retracted together until bleed back stopped. The user continued to retract, but the indicator window did not change color. The user released tension to turn the blocker and then continued to retract, but there was still no change in color of the indicator window. The device was then withdrawn from the body and manual compression was performed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 6f exoseal vascular closure device (vcd) for closure of a puncture point, the indicator window did not change color, and the plug was not released. There were no reported injuries to the patient and no signs of infectious disease. The device will be returned for evaluation.